Event description:
Patient was revised to address squeaking while running on treadmill. Poly wear of the bearing and patella was reported, as well as loosening of the patella.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.